Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly was noted. The following cosmetic damage was found: minor scratches on the lcd window, cracked case at the display window corners, and cracked case at the battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly while programming a bolus. The patient's blood glucose at the time of incident was 299 mg/dl. The customer stated that the up arrow key got stuck and caused the numbers to ramp on their own. Right afterward the customer removed the battery and changed it but none of the pump buttons responded at all. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.